Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos) post ventricular pace. The lead parameter was adjusted and resolved the issue. The lead remains in use. No patient complications have been reported as a result of this event.